Event description:
Reporter stated that patient obtained back to back blood glucose results of 347 mg/dl and 125 mg/dl, while using the suspect device. Reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.